Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 19.2 mmol/l (346 mg/dl), self-injecting insulin (dose/type unknown), and subsequently experiencing unspecified symptoms of hypoglycemia. Customer additionally reported a reading of 4.5 mmol (81 mg/dl) obtained on an unspecified source. Customer was currently in the hospital at the time of the call and no further information was provided regarding diagnosis or treatment.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for all libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 19.2 mmol/l (346 mg/dl), self-injecting insulin (dose/type unknown), and subsequently experiencing unspecified symptoms of hypoglycemia. Customer additionally reported a reading of 4.5 mmoll (81 mg/dl) obtained on an unspecified source. Customer was currently in the hospital at the time of the call and no further information was provided regarding diagnosis or treatment.